Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst, and could not be used. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separated from the device, and the stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was found in the manufactured position, fully covered by the sealant sleeves and exposed to blood. Per functional analysis, an inflation/deflation test was performed per the mynx control instructions for use (IFU), and the results revealed a leak in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, and the sealant was found in the manufactured position, fully covered by the sealant sleeves and exposed to blood. The product history record (phr) review of lot f2308204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, prepping/handling factors, access site vessel characteristics (although not reported) and/or concomitant device factors (although not returned) most likely contributed to the reported event since excessive force, a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst, and could not be used. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.